Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose (bg) ranged from 150-197 mg/dl during the event. The customer successfully reloaded the cartridge and received an accurate fill estimate. Additionally, the customer experienced low bg of 52 mg/dl; cause not known. Customer consumed glucose tubes and candy to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.